Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 27 mg/dl, no action was taken by customer to address bg. Additionally, bg caused customer to fall, lose consciousness, and crack two ribs. Ultimately, customer went to the ER for a duration of eight hours. Reportedly, customer was provided with an IV of saline. Treatment resolved the issue and there was no permanent damage. Customer was released from the ER on 12/18/2022. Reportedly the customer continued to use pump for insulin therapy.